Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported performing a supply change and found the infusion set cannula was bent. Following the change, the user¿s blood glucose decreased to 68 mg/dl. No symptoms were reported.